Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was leaking from the silicone segment and a puddle was noticed on the floor of the patient's room. The tubing was exchanged and no patient harm was reported.

Manufacturer narrative:
The suspect model (B)(4) was not received for investigation. The product that was received and investigated was model: (B)(4).

Manufacturer narrative:
The customer¿s report of a set leaking at the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.1515 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. Functional testing was performed and a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.